Event description:
Customer stated there were sharp edges on a plastibell that was on a patient where the handle snaps off. Approximately 4.5 hrs after the circumcision, there were two incidents of active bleeding, after which time the plastibell was removed. No medical intervention was given other than removing the plastibell. Another plastibell was opened but not used, which also displayed sharp edges. The patient has since been discharged and is stable condition.

Manufacturer narrative:
The actual used sample was not returned for evaluation, but evaluation of 10 equivalent samples from the same lot were evaluated. No issues were identified with the unused samples. Each sample was inspected under magnification, and there were no sharp edges or protrusions present. All 10 samples also passed deformation testing, exhibiting no cracked.